Manufacturer narrative:
Evaluation summary - preventative action. User IFU reviewed and change was made as an improvement for cleaning tools. Internal cleaning tool process reviewed and was clarified for improvement. Source of debris (hospital or mfg) could not be determined.

Event description:
Tissue debris was entered into surgical area during procedure. Tissue appeared to come from one of the tools. Tool required sterilization resulting in slight delay in therapy.